Event description:
It was reported that the patient was hit in the chest by a child's head. That evening the patient noticed the device beeping. Follow up noted that the superior vena cava (svc) impedance was high and the right ventricular (rv) impedance had increased by 10 ohms but was stable. The svc lead was explanted and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analysis found that the defibrillator conductor was fractured. The defibrillator conductor had blood/body fluid (not obstructed).